Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No unexpected displacement anomalies were noted and the no reservoir detected alarm displayed at the end of the displacement test properly. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. The insulin pump was received with scratched case, stained serial number label, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer experienced high blood glucose was 420 mg/dl at time of incident. Customer also reported that high blood glucose was occurred due to reservoir has emptied during the set changeover. Customer stated that at the end of the displacement test, the display did not show the message "no reservoir found". Pump need to be replaced but not to be return for analysis.